Event description:
It was reported that this health care professional (hcp) called technical services (ts) asking if this patient with a cardiac resynchronization therapy defibrillator (crt-d) was in atrial fibrillation (af) or if it was noise. Ts determined the patient was in af with some intermittent undersensing. Ts also noted the right atrial (ra) lead impedances were stable. Evaluation from ts noted that the undersensing was a combination of low amplitudes and cross chamber blanking. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this health care professional (hcp) called technical services (ts) asking if this patient with a cardiac resynchronization therapy defibrillator (crt-d) was in atrial fibrillation (af) or if it was noise. Ts determined the patient was in af with some intermittent undersensing. Ts also noted the right atrial (ra) lead impedances were stable. Evaluation from ts noted that the undersensing was a combination of low amplitudes and cross chamber blanking. This crt-d remains in service and no adverse patient effects were reported. Additional information was received noting that the patient was in chronic atrial fibrillation (af) and as the signals were so small, even the most sensitive setting was unable to resolve the undersensing. As a result, this device was reprogrammed to vvi. This crt-d remains in service and no adverse patient effects were reported.